Event description:
Information was received via simplify 2-level clinical review that on an unknown date a patient underwent a simplify disc replacement. Around 48 months post-op on (B)(6) 2022. It was reported there was anterior ossification at the index levels of c5/6. No treatment was given.

Manufacturer narrative:
There was no product returned and there was no product problem identified. The device remains in-situ with no reported plans to remove or revise, and no other treatments or actions have been taken in relation to the reported event. A definitive cause of the reported ossification cannot be determined though post-operative ossification is a known complication of total disc replacement and represented in the product labeling. Manufacturing record review: the device history record was reviewed and found the lot met all release criteria. There were no non-conformances, discrepancies, or issues noted during the production of the lot. Label review: "...there is a risk of heterotopic ossification associated with artificial cervical discs which could lead to reduced cervical motion or fusion at either the treated level(s) or adjacent levels..." "...simplify cervical artificial disc should only be used by surgeons who are experienced with anterior cervical spinal procedures and have undergone hands-on training in the use of this device. Only surgeons who are familiar with simplify cervical artificial disc components, instruments, procedure, clinical applications, biomechanics, adverse events (aes), and risks associated with simplify cervical artificial disc should use this device. A lack of adequate experience and/or training may lead to a higher incidence of aes, including neurological complications..." "...patient selection is extremely important. In selecting patients for a total disc replacement, the following factors can be of extreme importance to the success of the procedure: the patient¿s occupation or activity level; a condition of senility, mental illness, alcoholism or drug abuse; certain degenerative diseases that may be so advanced at the time of implantation that the expected useful life of the device is substantially decreased, and medical conditions that may affect postoperative management, such as alzheimer¿s disease and emphysema..." Device in-situ.